Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the most probable root cause of the malfunction was due to foreign objects at forceps channel port, channel mount unit, suction cylinder, c-cover, clogging of air water tube, clogging of channel tube, no air is fed, no water is fed, forceps cannot be inserted smoothly, tube cleaning brush cannot be inserted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope's operating channel was blocked because there was instant glue deposited on other parts of the instrument. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.